Event description:
The report states that the "[arrow ac3] iabp switch itself off, while in use, approximately 30 seconds after the initial 20 minute warning. History of this pump last serviced in december 2021 and battery replaced at this time. Service now due." As a result, the pump was swapped out. There was no report of patient complications, serious injury or death. Further information states "the patient had the catheter inserted on the 28th dec as she was critically ill as she was presenting with an acute myocardial infarction. She had no adverse event because of the battery failure and has recovered from her critical condition".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of short battery runtime is not able to be confirmed. No part was returned to teleflex chelmsford for investi gation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Manufacturer narrative:
(B)(4).

Event description:
The report states that the "[arrow ac3] iabp switch itself off, while in use, approximately 30 seconds after the initial 20 minute warning. History of this pump last serviced in december 2021 and battery replaced at this time. Service now due." As a result, the pump was swapped out. There was no report of patient complications, serious injury or death. Further information states "the patient had the catheter inserted on the 28th dec as she was critically ill as she was presenting with an acute myocardial infarction. She had no adverse event because of the battery failure and has recovered from her critical condition".